Event description:
A physician reported via a literature article that a (B)(6) female received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for grade 2 and grade 3 bilateral vesicoureteral reflux (vur). Additional medical history included breakthrough urinary tract infections and febrile seizures. Concurrent medications were not reported. On unknown date, the patient received deflux, 1.5 ml on each side, using a combined hydrodistention implantation technique (hit)/ subureteral transurethral injection (sting) procedure. Postoperatively (post-op), moderate upper urinary tract (uut) dilation was observed on the patient's ultrasound, resolving completely by four weeks post-op. At 7 months post-op, the patient experienced a febrile urinary tract infection. An ultrasound revealed a grossly dilated uut. A voiding cystourethrougraphy showed no vur while a dynamic renography with mercaptoacetyltryglycine (magiii) showed severe unilateral uut obstruction. Unilateral ureteric reimplantation was

Manufacturer narrative:
Device failure/out of specification condition is not suspected. Implant dislocation in the tissue might occur due to treatment technique and due to inherent tissue and/or gel properties which are difficult to control.